Manufacturer narrative:
Approximate age of device - 4 years and 7 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient expired on (B)(6) 2018 due to a hemorrhagic stroke. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the lvad was not available for evaluation. A direct relationship between the device and the reported hemorrhagic stroke and subsequent patient outcome could not be conclusively determined through this evaluation. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.